Event description:
It was reported that "the balloon was ruptured before use." There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation in original opened tray. No introducer or contamination shield were returned. As received, the balloon was found torn off and the torn segment was not returned. Residual adhesive and balloon fragment were found at both bonding areas. Residual adhesive was visible around the circumference of the bonds. There was no visible defect found from the returned tray, cal-cup or silicone gripper. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A torn balloon was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Review of the available information suggests that device handling may have caused the failure reported.